Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information from the field representative provided this pacemaker was explanted electively. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information has been requested but was not provided at this time. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.